Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information obtained, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. The probable cause: based on the information obtained, it was not possible to identify the exact cause of the incident. However, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around light guide lens was peeled should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end had a burn. There was no patient involvement.